Event description:
It was reported that the device was explanted due to tricuspid valve stenosis and tricuspid valve regurgitation. It was additionally reported that the implant duration was 2 years and 10 months. Edwards device was a mitral carpentier heart valve 25 mm. The specific model and serial number are unk. The pt additionally had a mitral valve implanted in the mitral position. See medwatch number 6000002-2008-08052. Two attempts were made to obtain the pt's op report, and to verify if the device is available for return, no response received.

Manufacturer narrative:
Device not returned.